Event description:
It was reported that the patient¿s blood glucose decreased from 95 mg/dl to 73 mg/dl within approximately 30 minutes, without going below 70 mg/dl, while using the ilet system; the caregiver inquired about drop-rate alerts, alarm volume was set to high, and troubleshooting and education were provided including review of alarm history. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings were available, with insufficient information regarding a device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.